Event description:
A malfunction was reported on the customer's pump, which caused the customer's blood glucose level to display as "high." The customer drank water to address the elevated blood glucose level, and there was no need for third-party assistance. Technical support resolved the issue by arranging for a replacement pump to be sent, advising the customer that the new pump would have updated software. The customer was instructed on how to put the malfunctioning pump into storage mode and return it to tandem using a provided box and label within 10 days to avoid additional charges. The customer was also informed about programming their pump settings and connecting their continuous glucose monitor to the new pump. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.